Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit had cross coupling test, value was very high. The device needed psrf (power supply radio frequency) and footswitch board replaced. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation identified the cause of the reported event to be the power supply radio frequency (psrf) and footswitch boards. The psrf and footswitch boards were replaced to address the condition. If information is provided in the future, a supplemental report will be issued.